Event description:
It was reported that patient underwent total hip arthroplasty in 2008. Subsequently, review of post-operative radiographs show the screw component has pulled through and is implanted past the acetabular component. No further details have been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event. Device remains implanted.